Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an hf unit had an e433 error. The reportable event was found before an unknown procedure when the device was turned on. There was no injury or health damage due to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error could not be reproduced. It is likely that the error occurred temporarily. Error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Error message e433 can only occur during device startup. From a technical perspective, it is not possible for error message e433 to occur during operation. However, the potential cause for the error message arises during use. Possible causes for the temporary occurrence of error message e433 are: disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). The user actuates the foot switch while the generator is booting (temporary error caused by user action). A defective foot switch due to a short circuit in the connector (temporary error). A defective foot switch due to a defective reed contact (temporary error). A defective cable connection between the high voltage power supply (hvps) board and the generator board (temporary or permanent error). A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). If error message e433 occurs only sporadically (temporarily), no further actions are necessary for the time being. In case of temporary error patterns or if error message e433 cannot be reproduced at all, it is not expedient to replace components, even as a precautionary measure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.